Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, the stent dislodged. The unspecified target lesion was in the mid right coronary artery. The lesion was predilated with a maverick2 2.5x15mm balloon catheter. While preparing a 4.0x16mm liberte bare metal stent, the stent protector was removed and the stent came off the stent delivery system with the stent protector. The device did not come into contact with the pt. The procedure was completed with a different device. There were no pt complications reported, with the pt's current condition listed as "good."

Manufacturer narrative:
(B)(4).